Event description:
During a lead procedure, the physician opted to replace the ipg. The pt reported discomfort at the ipg site, so the physician opted to explant and replace the ipg as well as revised the ipg pocket site. Reference MFR report: 1627487-2013-15966 regarding the leads.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.